Event description:
It was reported that a minicap was damaged in the mainbody. The damage was further described as a crack during use of the product. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and noted a cracked main body. Functional testing (including leak testing, clear passage testing and clamp function testing) was performed with no issues noted. The reported problem was verified. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.